Manufacturer narrative:
Additional information: h6, h10. Device evaluation: one smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. Service recommended an expulsor assembly to be replaced to correct the reported issue. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that cadd legacy 1 pump failed accuracy by -10.5%. There was no patient involved.